Manufacturer narrative:
B3: event date is estimated. The results of the investigation are inconclusive since the device was not returned for analysis. Based on the information received, the cause of the reported incident could not be conclusively determined.

Event description:
It was reported that the patient had pain at the ipg and lead sites and had ineffective therapy. Surgical intervention was undertaken and the system was explanted.